Event description:
It was reported that there was a leak at proximal end of the ventilator and manometer not functioning. There was no reported physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 4/18/2024. H3 and h6. Evaluation codes: updated. One device was received. The complaint was not verified at testing. With a known working patient circuit connected to the outlet/sensing port and a calibrated test lung, the device manometer matches the calibrated test gauge. There is no output from the patient port when the functional switch is in the off position. No action was taken as the complaint could not be confirmed/duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.